Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309653. Batch no. 8179754. It was reported that before use of the bd 60ml syringe luer-lok¿ tip when the syringe was removed from the packaging, a scratch on the side was noticed. There was also a syringe that was cracked. The following information was provided by the initial reporter: "hello bd, I am writing, about a couple of recent issues we have had with 60ml syringe. Product number is 309653 and affected lot # is 8179754. The first occasion, the technologist was aliquoting a reagent. She tapped on the syringe lightly to remove an air bubble and the syringe had a very noticeable crack on the side. The reagent in the syringe was discarded and the syringe was quarantined. The second occasion, technologist removed the syringe from the packaging and noticed a scratch on the side. Due to the first incident, this syringe was quarantined and a new one used. Both syringes have been saved for inspection".

Manufacturer narrative:
Investigation: one (1) sample was received from the customer for investigation. The sample was visually examined and was found to have a scratch in one (1) side of the barrel at about the 35ml gradient. The plunger rod was removed and it was found that the scratch does not extend completely through the barrel. Based on the damage to the barrel it appears that the barrel was struck by a hard object at approximately the 35ml gradient line. This impact caused a scratch in the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no. 309653. Batch no. 8179754. It was reported that before use of the bd 60ml syringe luer-lok¿ tip when the syringe was removed from the packaging, a scratch on the side was noticed. There was also a syringe that was cracked. The following information was provided by the initial reporter: "hello bd, I am writing, about a couple of recent issues we have had with 60ml syringe. Product number is 309653 and affected lot # is 8179754 the first occasion, the technologist was aliquoting a reagent. She tapped on the syringe lightly to remove an air bubble and the syringe had a very noticeable crack on the side. The reagent in the syringe was discarded and the syringe was quarantined. The second occasion, technologist removed the syringe from the packaging and noticed a scratch on the side. Due to the first incident, this syringe was quarantined and a new one used. Both syringes have been saved for inspection. "